Event description:
It was reported that during a coronary stent procedure, a leak was detected in the balloon catheter and the physician was unable to fully deploy the stent. The pt arrested and CPR was administered and an intra-aortic balloon pump was inserted. The pt was sent to ICU and his status is listed as "okay".